Event description:
It was reported that a preloaded monofocal toric intraocular lens (iol) was explanted from patient's left eye due to a post-lasik refractive surprise. The procedure was performed without the need for sutures or a vitrectomy. It was unknown if an incision enlargement was required. There was no delay in procedure. No additional information was provided.

Manufacturer narrative:
Section a2, a4, a5, a6: information unknown/not provided. Section b3: date of event: unknown/not provided. Section e1: email address: unknown, information not provided. Section e1: telephone number:(B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.